Manufacturer narrative:
The customer reported that the system presented with poor vacuum. The company service representative examined the system and was unable to replicate the reported event. The system was then tested and met all product specifications. The company service representative noted: the surgeon commented that he did not have good vacuum, which means that he felt that the particles he had destroyed from the cataract were not well absorbed by the handpiece. When the system was checked, we found that the surgeon had performed the procedure on a very hard cataract and the surgeon did not increase the vacuum, for this reason the company service representative felt that system did not remove particles faster. The system inspection did not show any technical issue. The system was manufactured on march 11, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the surgical technique, specifically that the surgeon did not increase vacuum settings in relation to the cataract density. The system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor vacuum during a procedure. Patient impact is unknown. Additional information has been requested ut none has been received.